Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and oversensing was noted on the right ventricular (rv) lead. Reprogramming was performed to resolve the issue and the physician will continue to monitor the rv lead. The patient was in stable condition.